Event description:
Caller reported a tandem mobi cartridge alarm that occurred during the load process. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support confirmed the alarm and resolved to replace the pump. The customer acknowledged instructions regarding the storage and return of the problematic pump and was advised on steps to take with the replacement pump, including the use of multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery.